Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds that resulted in loss of capture (loc). A chest x ray was performed and a dislodgement was confirmed. A revision procedure was performed and a lead repositioning was attempted and initially successful. However, when the lead was placed into the header of the device, the pin end of the lead separated completely. The physician opted to surgically abandon this lead and a new ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds that resulted in loss of capture (loc). A chest x ray was performed and a dislodgement was confirmed. A revision procedure was performed and a lead repositioning was attempted and initially successful. However, when the lead was placed into the header of the device, the pin end of the lead separated completely. The physician opted to surgically abandon this lead and a new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined that there are multiple possibilities for the cause of the "separation of the pin end" depending on the exact location and type of damage.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds that resulted in loss of capture (loc). A chest x ray was performed and a dislodgement was confirmed. A revision procedure was performed and a lead repositioning was attempted and initially successful. However, when the lead was placed into the header of the device, the pin end of the lead separated completely. The physician opted to surgically abandon this lead and a new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds that resulted in loss of capture (loc). A chest x ray was performed and a dislodgement was confirmed. A revision procedure was performed and a lead repositioning was attempted and initially successful. However, when the lead was placed into the header of the device, the pin end of the lead separated completely. The physician opted to surgically abandon this lead and a new ra lead was successfully implanted. No additional adverse patient effects were reported.